Event description:
A high reading issue was reported with the adc device. Customer reported receiving high sensor scan results compared to readings obtained on the built-in reader. Customer experienced symptoms described as dizziness, sweating, short-term drowsiness, "legs no longer under control", and a loss of consciousness. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event. Reported sensor readings of 136 mg/dl and 102 mg/dl were compared to built-in reader readings of 75 mg/dl and 40 mg/dl respectively and the results, when plotted on a parkes error grid, fell into the "c" zones, showing the different in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer reported receiving high sensor scan results compared to readings obtained on the built-in reader. Customer experienced symptoms described as dizziness, sweating, short-term drowsiness, "legs no longer under control", and a loss of consciousness. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event. Reported sensor readings of 136 mg/dl and 102 mg/dl were compared to built-in reader readings of 75 mg/dl and 40 mg/dl respectively and the results, when plotted on a parkes error grid, fell into the "c" zones, showing the different in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.